Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call for high blood glucose and getting no delivery. Blood glucose was 600 mg/dl. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. Customer wishes to run an additional 5 units fixed prime to determine if cannula/site connection may be occluded. Advised to reconnect tubing at qr and prime a 5 units fixed prime/fill cannula. Results of prime was insulin came out. Customer advised that set may be occluded. The insulin pump will not be returned for analysis.